Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after pocket closure, undersensing was noted on the right ventricular lead. The lead had "slipped" due to slack and patient anatomy. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.